Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a navigation ring failure. There was no patient involvement when the issue occurred. No patient or user harm was reported.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) confirmed that the navigation ring was not responsive. The se noted that the front bezel required replacement; however, the device was not repaired at the request of the customer. The device was returned to the customer without repairs. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.